Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient no longer responds to sound with the device. No accident or trauma was reported. The patient will be re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been provided yet.

Event description:
Patient no longer responds to sound with the device. No accident or trauma was reported. Re-implantation is considered; however no further information could be obtained.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages found during investigation are likely attributable to the explantation surgery. This is a final report.

Event description:
The recipient no longer responded to sound with the device in (B)(6)2016. No incident of accident or trauma was reported. The user was re-implanted.